Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the back end of the returned probe had impact marks causing fit issues with mating trackers. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for intra-operatively for an unknown procedure. It was reported that each tip of the awl tip and thoracic probe tip were deformed. The procedure was completed with the use of navigation. There was no reported delay to the procedure due to this issue and no known impact on the patient outcome.